Event description:
It was reported that during the implant procedure for the acticon artificial bowel sphincter, a rectal perforation occurred and the case was aborted. The perforation was closed with a 3-0 absorbable suture. There were no further patient complications reported in relation to this event.